Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. In addition, as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. Please also reference additional patient identifiers: (B)(6) submitted to address the related positive cultures.

Event description:
The customer reported that during repeat testing six of the nine duodenovideoscopes onsite cultured positive for an unspecified organism. All six scopes have been removed from service at the user facility. The customer reported the scopes were not used on patients and therefore, no patient injury occurred. This report is being submitted to address scope 4 of 6.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device evaluation, the device history record (DHR) review and applicable corrections. The customer returned the device to olympus for inspection. The device evaluation found a chip on the edge of the light guide lens and slight indentations near the outer edge of the left arm insertion hole. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As part of the investigation, an olympus endoscopic support specialist (ess) contacted the user facility. The customer declined to have ess dispatched onsite to perform an in service. According to the customer, the scopes were sent by olympus brand new. Upon receipt, the scopes were cultured, and the scopes did not pass the facility¿s culture parameters. Facility states no pathogenic cultures were noted, but the amount of colonies of other, non-pathogenic bacteria were above the threshold. Facility requested new scopes out of an abundance of caution. These scopes were never placed in rotation or used on a patient. The exact cause of the event could not be determined as the customer did not provide the results of culture test, the customer declined to have the scope undergo additional culture sampling and the customer declined in servicing. Additionally, there were no findings in the device evaluation that were attributed to this event. The instructions for use cautions users on not reprocessing the device correctly. IFU states as follows: ¿reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.